Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 282 mg/dl and a concurrent fingerstick of 248 mg/dl about an hour and fifteen minutes after eating; the user reported feeling unwell in general with other health issues, had no specific hyperglycemia symptoms, and noted the dinner glucose was a little over 180 mg/dl as usual for them. Symptoms included feeling unwell without specific acute manifestations. Outcomes included resolution actions through troubleshooting and education with no alerts or alarms and no hospitalization. Investigation included agent-assisted calibration and recommendation to change infusion and sensor supplies. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.